Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for erroneous results with the incident lot. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. A review of specimen handling parameters is recommended for this tube type. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. H3 other text : see section h.10.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn(lh) 83 units blood collection tubes were giving erroneous results. This was discovered during use. The following information was provided by the initial reporter: material no. 367962 batch no. 9184982. It was reported that two patients collected at different locations with questionable elevated results for bun & creatinine. (B)(4) of (B)(4) : physician office we have two patients, collected at different locations with questionable elevated results for bun & creatinine. The tube used in both cases is the lime gel tube. Rcvd an email with the following information: can you please provide facility details for each of the incidents? Physician office. Are patient identifiers available for each of the patients? If so, please provide a few (gender, dob, age, weight, etc.) Physician office: female, 28 yo, dob 8/25/91, ht 1.562 m (5' 1.5") / wt 58.7 kg (129 lb 6 oz) are dates of event for each of the incidents available? Physician office: 10/31/19 did both patients have elevated results for bun & creatinine? Physician office: creatinine (only) elevated - are the values of the assays available? Both are in detail below. Creatinine 2.57high - analyzer name & model # testing for both done at gmh lab. Abbott c8000 - what type of centrifuge is the customer using? Swing or fixed physician office: swing -what was the spin time and speed of the centrifuge? Physician office: unknown - what were the storage conditions of product? Physician office: unknown what were the storage conditions during transportation? Physician office: room temperature transport by courier. How many locations affected (impatient, outpatients, etc.) Two, random op ¿ different locations. One a hospital op draw site. The other a physician office. How many units (tubes) affected? One lime gel @ each location. What is the frequency or occurrence rate ((B)(4) day, (B)(4) of tubes affected, patients involved, how many tests per day etc.) Gmh op site: physician office: what was method of draw? Physician office unknown is tube filled to stated volume? Physician office: yes -what was order of draw? Physician office: 1 lavender, one lime gel collected. Assume order of draw (lime, lav) followed. -how many times was the tube inverted? Physician office: adequate ¿ no gel observed in lime tube - how were tubes transported? (Pneumatic system, carrier, etc.) Physician office: courier transport. Collected @ 1031, courier transport @ 1659, received @ gmh 1844, resulted @ 1925. Transport @ room temp. How long after collection were tubes processed? Physician office: collected @ 1031, resulted @ 1925 are unused samples of the related batch/lot number available for investigation? If yes, I will provide you a prepaid shipping label. Yes one patient was a teen chemo patient who had been running in the normal range for bun and creat. She was a direct draw with results of bun 25 and creat 4-5. Her oncologist sent her to kidney specialist next day and a renal panel was drawn and the creat was 1.2 at that site(she did not have bun result but stated is was in normal range) on the third day she was redrawn with both plasma and serum and the creat was 1.1, 1.2. They spin on front end automation and she believes that it is spun 8-10 minutes and the centrifuge is set for platelet poor plasma. They run on the abbott architect. All previous samples were rurun three days later and results were the same except for the original sample where values were decreased bun 18 and creat 3-4. She believes that qc is fine but she is not in chemistry but phlebotomy. Site will continue to monitor problem. Chemistry is looking at qc.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin(lh) 83 units blood collection tubes were giving erroneous results. This was discovered during use. The following information was provided by the initial reporter: material no. 367962 batch no. 9184982 it was reported that two patients collected at different locations with questionable elevated results for bun & creatinine. 2 of 2: physician office we have two patients, collected at different locations with questionable elevated results for bun & creatinine. The tube used in both cases is the lime gel tube. Rcvd an email with the following information: can you please provide facility details for each of the incidents? Physician office. Are patient identifiers available for each of the patients? If so, please provide a few (gender, dob, age, weight, etc.) Physician office: female, (B)(6), ht 1.562 m (5' 1.5") / wt (B)(6). Are dates of event for each of the incidents available? Physician office: (B)(6) 2019. Did both patients have elevated results for bun & creatinine? Physician office: creatinine (only) elevated are the values of the assays available? Both are in detail below. Creatinine 2.57 high analyzer name & model # testing for both done at gmh lab. Abbott c8000. What type of centrifuge is the customer using? Swing or fixed physician office: swing. What was the spin time and speed of the centrifuge? Physician office: unknown. What were the storage conditions of product? Physician office: unknown. What were the storage conditions during transportation? Physician office: room temperature transport by courier. How many locations affected (impatient, outpatients, etc.) Two, random op ¿ different locations. One a hospital op draw site. The other a physician office. How many units (tubes) affected? One lime gel @ each location. What is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many tests per day etc.) Gmh op site: physician office: what was method of draw? Physician office unknown. Is tube filled to stated volume? Physician office: yes. What was order of draw? Physician office: 1 lavender, one lime gel collected. Assume order of draw (lime, lav) followed. How many times was the tube inverted? Physician office: adequate ¿ no gel observed in lime tube. How were tubes transported? (Pneumatic system, carrier, etc.) Physician office: courier transport. Collected @ 1031, courier transport @ 1659, received @ gmh 1844, resulted @ 1925. Transport @ room temp. How long after collection were tubes processed? Physician office: collected @ 1031, resulted @ 1925. Are unused samples of the related batch/lot number available for investigation? If yes, I will provide you a prepaid shipping label. Yes. One patient was a teen chemo patient who had been running in the normal range for bun and creat. She was a direct draw with results of bun 25 and creat 4-5. Her oncologist sent her to kidney specialist next day and a renal panel was drawn and the creat was 1.2 at that site (she did not have bun result but stated is was in normal range) on the third day she was redrawn with both plasma and serum and the creat was 1.1, 1.2. They spin on front end automation and she believes that it is spun 8-10 minutes and the centrifuge is set for platelet poor plasma. They run on the abbott architect. All previous samples were rerun three days later and results were the same except for the original sample where values were decreased bun 18 and creat 3-4. She believes that qc is fine but she is not in chemistry but phlebotomy. Site will continue to monitor problem. Chemistry is looking at qc.